Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) could not be determined. The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a mitraclip that was entangled in the chordae. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapse of both leaflets, and thickened leaflets. During a mitraclip procedure, an xtw was entangled in the chordae. The xtw could not be freed, and was deployed where it was stuck, on chordae and both leaflets. A second clip, an xt, was successfully implanted lateral to the first. The pulmonary vein flow was reversed at the start and at the end was blunted, and the mr was reduced to grade 2+.the procedure was delayed due to the attempts to free the clip from the chordae, but there were no adverse effects due to the delay. It was also noted that visualizing the clip was challenging due to image quality. No additional information was provided.